Manufacturer narrative:
The ICD and the lead were returned for analysis and thoroughly analyzed. The returned lead had been capped about 18.5 cm distal of the is-1 connector pin and was only available in fragments, as described in the clinical complaint. Only the proximal part of the lead was returned for analysis. The returned fragment was examined visually and electrically. Aside from the existing cut through the lead, no damages were noted. The measurement of the direct-current resistances of the electrical conductors also proved to be unremarkable. The analysis of the lead and the ICD did not show any indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 56 months, oversensing with inappropriate shock deliveries was reported. During the revision, the upper part of the lead was cut off, the rest remains inside the patient. The measured values on the day of the revision were ok. The ICD and the lead fragment were sent to biotronik for analysis. Aside from the shock deliveries, no further deterioration of the patient's state of health was reported.